Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump did not recognize the cartridge during the load cartridge step and the pump dispensed the entire cartridge of insulin. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): review of the black box verified an error at the first load step attempt. During testing, the piston did not move when the load was activated and the pump emitted an occlusion alarm at the first delivery attempt. The force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. The pump cover was removed for investigation and revealed a component on the printed circuit board had dislodged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).